Event description:
It was reported that when taking the 4x18 mm herculink elite stent delivery system (sds), it was noted that the stent had moved on the delivery system after the stylet/protective sheath were removed. There was no device use or patient involvement. Another device was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.